Event description:
It was additionally reported that the stroke was embolic. The patient had a left cerebellar and right posterior cerebral artery (pca) infarct.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3, g1: updated information. Section d1: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 for continuous seizure activity. The patient was sedated, intubated, and a computed tomography (CT) scan was performed which showed and embolic stroke, a left cerebellar and right posterior cerebral artery infarct. The patient was reportedly noncompliant with medications for one month prior to the incident. A repeat head computed tomography (CT) scan on (B)(6) 2023 showed increased edema. A decreased neurological exam was also reported. The pump was functioning as intended with stable parameters. The patient's code status was changed to "do not resuscitate" on (B)(6) 2023. The patient passed away on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.